Manufacturer narrative:
The patient and device codes in f10 were coded by the manufacturer. (B)(4). Labeled internal file number - (B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. On an unknown date, the patient presented with dyspnea. It was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3+. On (B)(6) 2017, an additional mitraclip procedure was performed for treatment. One clip was implanted, reducing the mr from 3+ to 1+ with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported mr was likely a result of the slda and the dyspnea a cascading effect of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.